Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 301 mg/dl for an estimated five hours after the infusion set appeared partially dislodged and insulin delivery was likely altered; during the set change, 4 units of insulin were inadvertently delivered while in fill tubing. Symptoms included no acute clinical effects. Outcomes included no professional medical intervention, no hospitalization, no ketone testing, and no backup therapy. Investigation included a review of device use, infusion set handling, and user-reported observations. Investigation of this case revealed probable infusion set displacement leading to inadequate insulin delivery, followed by an accidental manual bolus during tubing fill. It was concluded that the event was consistent with hyperglycemia of unclear cause related to suspected infusion set disruption and user handling during supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.